Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the stent graft delivery system was returned for evaluation. Based on the condition of the sample returned the reported issue could be confirmed. The stent graft was found partially deployed and the outer sheath was found elongated and fractured, which indicated that increased friction occurred during deployment attempt. No indication for a manufacturing related cause was found. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure' and 'do not kink the delivery catheter or use excessive force during delivery to the target lesion.' Furthermore, the IFU states: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Under 'materials required' the IFU states 'introducer sheath with appropriate inner diameter'.

Event description:
It was reported that during a stent graft placement procedure in a left lower arm loop graft, the proximal end of the outer sheath that meets the distal end of the tuohy-borst valve allegedly popped out and subsequently led to the stent partially deploying. It was further reported that the stent and delivery system was removed successfully and another stent was deployed at the target lesion. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft placement procedure in a left lower arm loop graft, the proximal end of the outer sheath that meets the distal end of the tuohy-borst valve allegedly popped out and subsequently led to the stent partially deploying. It was further reported that the stent and delivery system was removed successfully and another stent was deployed at the target lesion. There was no reported patient injury.